Event description:
Follow up information was received regarding the reported event. It was reported that the patient experienced yellow foul smelling discharge from the stoma site, and severe internal and external abdominal inflammation. The patient was treated with IV antibiotics for an unspecified period of time. It was reported that the patient's pegj tubing was removed, and the patient's duodopa therapy was discontinued, and switched to oral medication.

Event description:
On (B)(6) 2021 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection, and was treated with unknown IV antibiotics. It was reported that the patient's tubing will be changed due to the stoma site infection.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.